Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? How much blood did the patient lose? Was all bleeding controlled? If not, please explain. Were any blood products or transfusion required? If so, please explain. Was a laparotomy (convert to open) required to control the bleeding? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. Also, what was the procedure date?

Event description:
It was reported that during a gastric sleeve procedure, when in the third staple with endo-cutter echelon 60mm & reload blue 60 mm it did not form correctly and the stomach with the aperture without continue the line the staple correctly. Thus exist bad formation of staples with exist bleeding and hurt of tissue. Change to a new endo-cutter & close with manual suture the aperture and finish surgery.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2020. Additional information was requested and the following was obtained: can you please provide more event details? No more details how much blood did the patient lose? 200 cc of bleeding was all bleeding controlled? Yes, all if not, please explain. Were any blood products or transfusion required? Not if so, please explain. Was a laparotomy (convert to open) required to control the bleeding? Not. What is the current patient status? Already was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Nothing if yes, please explain. Investigation summary photo images were provided for review. Upon visual inspection of two photos, the following was observed: the photos show tissue and bleeding could be observed along of staple line. Due to bleeding on staple line proper/improper form of staples cannot be determined. Based on the photos reviewed, the event describe of hemostasis controllable is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.